Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result was <5 pg/ml. The repeat result was >3000 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.